Manufacturer narrative:
10/23/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/28/2015 software investigation completed. Findings are that upon further intraoperative investigation by the physician, it was determined that it was the patients unique anatomy that was showing a perceived discrepancy in the accuracy of the balloon. The surgeon stated she thought she was in the sinus when she actually was just outside of it. Software is functioning as designed. Use error. No further issues have been reported. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy. Surgeon began to navigate the balloon and did not deem being accurate. The surgeon switched to a non-medtronic balloon, then went back to a medtronic balloon, and deemed being accurate after that. Patient scans are approximately 7 months old and the patient has had surgery since the time the scans were taken. This practice is not to medtronic protocol. It was reported all other instruments navigated accurately. Specific measurements and direction of the alleged inaccuracy were not provided. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.